Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt was experiencing low blood symptoms and tested blood glucose=154 mg/dl on suspect device. She drank juice with sugar in it. About 45 minutes later, the emergency medical technicians tested blood glucose 35 mg/dl. They gave a glucagon injection and she was monitored for a few hours at the hosp. The glucose control level 1 tested out of range.